Event description:
The rotator broke after injecting contrast agent from side port. Injector was used and the settings were: flow-4, volume-6, pressure limit- 400 psi. No harm or injury reported.

Manufacturer narrative:
Device evaluation - the device has not been returned for evaluation/investigation. A review of the device history record could not be accomplished due to customer not knowing the lot number of the affected device. A follow up report will be submitted when the evaluation is completed. Conclusions - a follow-up report will be submitted when the evaluation is completed.